Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed no delivery. Customer declined troubleshooting. Customer's blood glucose was 370 mg/dl. Customer stated she was able to resume use of the device. She had her site in a location where tubing was getting kinked and was going to change the site. No further information reported.